Event description:
The 4fr power double lumen PICC placed (B)(6) 2024 by vascular access team. Wetness noted under dressing by patient and patient notified bedside nurse. Vat consult placed and vat assessed PICC as well as contacted provider to loop them into broken PICC with tpn infusing. PICC removed (B)(6) 2024 at 0131 due to "hole in catheter" without difficulty. Unable to remove secure cath at time of PICC removal due to patient discomfort. Sterile dressing applied and to reattempt in am. New 4fr power double lumen PICC placed (B)(6) by vat.